Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Dexcom technical support advised patient to perform reset on device. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The returned complaint device was visually inspected and no defect was found. The root cause was determined to be a component in the receiver's printed circuit board and hardware error was confirmed.